Event description:
Home patient (hp) reports leak in tubing of homechoice set, exact tubing line unknown per hp. Leak noted in morning after treatment, when hp noted an "awful" smell in her bedroom. No pt injury or med intervention required per hp.